Event description:
Report from fmc customer svc of three episodes of "blood leaks" with the first use of the dialyzer. Each episode was reported from a different day, different pt and involved 200 ml blood loss due to discard of the blood circuit. All reported leaks were sensed by the blood leak detector of the dialysis machine and confirmed with test strip. All dialyzers were discarded. Customer has two cases of this lot number remaining. Further pt info is requested by telephone on 8/27/98. MDR filed for reported blood loss. This is the first reported leak. 9/2/98 and 9/9/98 two further attempts were made to retrieve pt info relating to this event.